Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged gn 18ga x 1.16in screw thread was damaged. The following information was provided by the initial reporter: screw thread of the catheter damaged. I realized this when I connected the 3-way valve extender. The action of screwing is impossible and there is a risk of a piece of plastic coming loose, embolic risk +++. The nurse noticed the defect before using the device, no consequences for the patient.

Event description:
It was reported that insyte autoguard winged gn 18ga x 1.16in screw thread was damaged. The following information was provided by the initial reporter: screw thread of the catheter damaged. I realized this when I connected the 3-way valve extender. The action of screwing is impossible and there is a risk of a piece of plastic coming loose, embolic risk. The nurse noticed the defect before using the device, no consequences for the patient.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used catheter adapter assembly and one photo. During the visual/microscopic examination of the catheter adapter assembly, it was observed that the outer thread at the end of the adapter was damaged. An attempt was made to connect the adapter to a connection device, but a connection could not be made. The reported defect was confirmed. Damage to the threads can occur during the manufacturing process and is likely due to misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.